Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. Vessel morphology at the time of the event was moderately angulated aortic neck. It was reported the patient presented emergently with a ruptured aneurysm. It was reported that there was stent graft migration with a type I endoleak that resulted in rupturing of the aneurysm. The physician believes that the migration of the stent graft is related to the increasing of angulation of the aortic neck. It was reported the patient was treated with three aortic cuffs and the type I endoleak was resolved. No add'l clinical sequelae were reported and the patient is fine.